Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 2 years and 7 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 80ncm of primary stability was achieved.